Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00171 and 3005099803-2015-00174 for the associated device information. It was reported to boston scientific corporation that two accutrac single use holmium laser fibers were used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted that the laser fiber tip broke off inside the patient. The same issue occurred with the second accutrac single use holmium laser fiber. The procedure was completed with another accutrac single use holmium laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber tip detached. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.